Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patients lead got stuck in the epidural space. The physician pulled hard and cut the lead and two distal contacts came off. The lead had been sheered off by the tip and physician left the two contacts.